Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The patient was implanted on (B)(6) 2017 with the subject device and two beflex leads. On (B)(6) 2019, auto MRI mode was activated for a brain MRI exam to be performed on the same day. Right ventricular (rv) threshold was 0.5v/0.35ms and the patient had 100% rv pacing because of av block. Fluctuations were then observed on the rv threshold measurement (from 0.75v/0.35ms on (B)(6) 2019 to 2.25v/0.6ms on september 20 2019 to 3.25v/0.6ms on (B)(6) 2019). Loss of capture was reportedly observed on september 20 2019, with a decrease in rv impedance and sensing amplitude values. The rv output was reprogrammed from 2.5v/0.35ms to 5v/0.6ms.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient was implanted on (B)(6) 2017 with the subject device and two beflex leads. On (B)(6) 2019, auto MRI mode was activated for a brain MRI to be performed on the same day. Right ventricular (rv) threshold was 0.5v/0.35 ms and the patient had 100% rv pacing because of av block. On (B)(6) 2019, during follow up, rv threshold was 0.75v/0.35ms. Impedance and sensing were unchanged. On (B)(6) 2019, the pacemaker was interrogated again and there was a loss of rv capture. The threshold was 2.25v/0.6ms, with rv pacing programmed at 2.5v/0.35ms. Rv impedance had decreased from 569 ohm to 469 ohm and rv sensing from 15 mv to 5.2 mv. Rv output was programmed at 5v/0.6 ms on (B)(6) 2019, rv threshold was 3.25v/0.6ms. Impedance and sensing were unchanged.